Manufacturer narrative:
(B)(4).

Event description:
Films were received and their evaluation was completed. Cta's approximately 3 years post-implant were reviewed. The bifurcate was found positioned just below the lowest right renal. The bifurcate od measured 28mm. The ipsilateral limb was placed just within the right common iliac artery. There is little distal sealing length with a possible type I endoleak within the right iliac that does not appear to fill the aaa. A large distal type I endoleak was seen on the contra (left) limb, which had completely pulled away from the iliac artery. The left iliac diameter measured approximately 24mm. Films pre or immediate post-implant were not provided; therefore the initial aneurysm morphology and placement of the device is unknown. However, it is likely that the endoleak(s) were due to disease progression. One or two likely type ii endoleaks were also observed within the aaa sac.

Manufacturer narrative:
Method: (films). Results: patient's condition affected effectiveness of device (disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter saccular abdominal aortic aneurysm approximately three years ago. Vessel morphology was reported as the proximal aortic neck was 22.5 mm in diameter and 10 mm in length. The distal aortic neck was 43 mm in diameter. The distal diameter of right iliac artery was 14.5 and the distal diameter of left iliac artery was 12. The right and left iliac arteries were mildly tortuous with 20% stenosis. A recent CT demonstrated a type ii endoleak. It was left uncorrected. A recent CT demonstrated a distal type I endoleak which required an intervention. The investigator assessed this event to not be related to the study device or to the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation code, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; type ii endoleak) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type ii endoleak).

Event description:
Additional information received reported that an extension was implanted in the right iliac common artery to resolve the distal type I endoleak on the right side. The distal type I endoleak was resolved and the patient is fine.

Event description:
Additional information was received. It was reported that a distal type I endoleak was noted on a CT scan coming from the right limb. No intervention was performed. No clinical sequelae were reported and the patient is being monitored.